Manufacturer narrative:
The full name of the event site noted is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp. The fse reviewed the diagnostic logs and discovered fault #58, which indicates target pressure overfill. The fse was able to complete all the autofill tests without any failures. The iabp passed all the diagnostic and performance tests without any issues. All calibrations were within tolerance and there was no need to recalibrate the iabp. The unit was approved for clinical use and returned to the user.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) generated "gas loss" alarms. No adverse event was reported.